Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the physician experienced difficulty inflating the integral aortic balloon with a 20cc syringe. Once the balloon did sufficiently inflate (so as to spread apart the renal markers to correct for parallax), the balloon would not deflate at a noticeable rate, which left it partially inflated. The physician placed an empty 10cc syringe on the balloon line and locked the plunger in order to achieve a constant negative pressure on the system; this removed less than 1cc of solution from the still inflated balloon, at which time the 14 minute cure time was reached. The lunderquist wire was then re-advanced and the graft release knob/wire removed. The inner core (blue handle) was retracted and when it was removed about 3cm, whatever was causing the issue in the balloon line was neutralized and the remainder of the contrast solution evacuated into the syringe, which was still under negative pressure. The balloon deflated completely and the inner core was removed with no further issues.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : delivery system discarded by hospital

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, balloon inflation and balloon deflation issues are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.